Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group received a report that the s5 cardioplegia sensor module was displaying intermittent cardioplegia module defective fault message. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
A service representative was dispatched. The reported problem could not be recreated; the fault message could not be duplicated. The unit worked as specified. No further have been reported. No nonconformities were noted during manufacturing record review. No further investigation is required. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the s5 cardioplegia sensor module was displaying intermittent cardioplegia module defective fault message. There was no report of patient injury.